Event description:
It was reported the high flow insufflation unit did not produce gas. The issue was identified during set up / inspection for use (before patient in room). There were no reports of patient harm.

Manufacturer narrative:
Additional information: h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. The investigation was unable to reproduce the complaint phenomenon, and the device met product specifications. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the high flow insufflation unit did not produce gas. The issue was identified during set up / inspection for use (before patient in room). There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.